Manufacturer narrative:
(B)(4). This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as 04/30/2014.the computer was replaced and this resolved the issue. The suspect computer was returned and the operating system was found to be corrupt. Corrupted os prevented computer from booting properly. Suspect that corruption occurred during installation as incorrect dupe would lead to no video output of expected signal.

Event description:
A medtronic representative reported that the system showed "searching for input" upon bootup. A patient was present. The surgery was canceled. No impact on the patient outcome was reported.